Event description:
During ercp boston scientific hydratome rx44 was leaking fluid from upper portion of catheter as contrast was being injected. Event did not abate after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.